Event description:
The ge oec 9800 fluoroscopy system had a vertical lift column reported as not working.

Manufacturer narrative:
A ge oec service representative investigated the issue and could get access to the system because of customer use. Service representative told system now working as intended. Call cancelled. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.